Event description:
The customer reported the tracheal intubation fiberscope had an air and water leak. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating of the image guide coil was peeling off. The report is being submitted due to coating peeling off found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in the event evaluation found watertightness was not maintained due to holes in the insertion tube and forceps channel, liquid leakage was observed in the operation part, the operation part was peeling, the curved rubber adhesive was missing, the adhesive part of the objective lens had come off, the dioptic ring was damaged, there was some index peeling on the eye piece, the paint on the up/down button plate was peeling, the pearl base under the grip was discolored, the base of the light guide mounting part was peeling, the dioptic ring was peeling, and scratches were found on the eye piece. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, a definitive root cause of the coating of the image guide coil peeling off could not be identified. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The complaint history of the site was reviewed and this was not a case of reoccurrence. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.